Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during primary cataract surgery, a capsular bag tear was noted. An attempt was made to implant 2 light adjustable lenses (lal, serial numbers (B)(6)), however, the attempts were unsuccessful. A vitrectomy was performed and a 3rd lal was implanted successfully. Rxsight's first awareness of this event was on 03/15/2024.